Event description:
(B)(4). I have severe back pain. I have uterus pain almost every day. I have headache, blurry vision, and so many others that I can't think of right now. But the main ones pain with sexual intercourse pain in my uterus and severe back pain.